Event description:
Date of incident: on (B)(6) 2025 concern description: insert an IV into a patient and on visual inspection noticed brown/grey material in the IV port/tube. The substance may have been mold or dirt, but it was difficult to tell as it was inside the device. The device was previously sealed. As per the rn and psls, there was no patient harm, injury or complication. This was caught before it reached the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
The complaint of unidentified material on the vent plug was confirmed and the cause appeared to be manufacturing related. One 22g nexiva device from lot #5003792 was provided for investigation. A brown colored material was embedded within the molded vent plug component, and the cause appeared to be associated with the molding process. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.